Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it has been doing good but she went to charge the ins and for some reason when she connected the charger the controller said the ins was off. Patient stated she has been having a couple of "twinges of pain" but she thought that was normal. Pt verified her pain has not come back. Pt stated she is not sure how her ins was off but stated that she pressed the on / off button on her controller yesterday to turn her controller on and it could have happened then. . Patient verified she is on group a and she is comfortable on that setting. Patient is going to charge her implanted neurostimulators battery patient stated her controller is 90% and her implant is 70% patient stated the last time she charged her implant was about 3 to 4 days ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.